Event description:
It was reported that on (B)(6) 2013, the implant was removed due to a cholesteatoma and there was also an extrusion of the conductor link and the floating mass transducer. A new device was implanted. A reconstruction of the ossicular chain was attempted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.